Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A sensor (lot number 5238445) was returned for evaluation. A visual inspection was performed and found that the sensor wire was missing. Another sensor (lot number 5236355) was returned for evaluation. A visual inspection was performed and found that the sensor wire was missing. Confirmation of the customer's complaint of a missing sensor wire could not be determined. A root cause could not be determined.